Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.4, 2nd inr: 3.4, mean: 2.40, sd: 1.41, %cv: 58.93. Data analysis of cv% calculation from comparison test data provided by end-user revealed precision criteria was not met. No product is expected to be returned. Precision testing from a previous case revealed that precision criteria was met. Strip deficiency was not established. (B) (4) per general description of event, it was revealed that patient used another strip lot and also added a second blood drop for her second inr reading. Patient's technique may have contributed to inaccurate inr results. There is no sufficient information to determine the root cause of the patient's complaint. As of 02/12/2010, twenty-nine discrepant result complaints were reported for lot #216973 yielding a complaint rate of 0.006%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. As of 02/12/2010, twenty-five discrepant result complaints were reported for lot #216969 yielding a complaint rate of 0.006%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #216973: for each pair of replicates for each sample of strip lot 216973, mean and standard deviations were calculated. In-house test results were 4.82% and 7.16%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on in-house meters. No further investigation will be pursed.

Event description:
Caller alleged imprecision in the inratio meter. Results as follows: date: (B) (6) 2010, inr: 1.4; inr: 3.4.